Manufacturer narrative:
On 14-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ischemic ventricular tachycardia (isvt) / premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion and st elevation that required medication, pericardiocentesis and prolonged hospitalization. While mapping and ablating a pvc in the left ventricle (inferior/septal) the patient displayed st segment elevation and a pericardial effusion was noticed on intracardiac echo (ice). The st elevation was noticed during radiofrequency (rf) delivery. The patient's blood pressure was 113/55. Protamine was administered and catheters were pulled back into the right side. Then, within 10 minutes the patient's blood pressure dropped significantly, but the effusion did not seem to grow on ice. Twenty of dopamine was administered to the patient. A pericardiocentesis was performed, 150 cc's of fluid was removed, but the blood pressure remained "very low, 50's over 30's." A cardiac catheterization was performed and the coronaries appeared normal. They waited for a long period. Eventually, the patient's blood pressure increased to 90/50 by the time catheters were removed. The patient was stable and transported to the intensive care unit (ICU) with a central line. The patient required extended hospitalization for ongoing unstable blood pressure. The patient improved and went home over the weekend. It was noted that the patient had pre-existing conditions that had worsened the situation, mainly severe aortic stenosis. The severity was thought to be mild aortic stenosis prior to the case but when reviewing the pre-case ice images from soundstar it was clear that was a vast understatement. Severe aortic stenosis will likely require transcatheter aortic valve replacement (tavr). The stenosis exacerbated hemodynamic instability from the effusion. Additionally, it was reported that an existing patent foramen ovale (pfo) was present and that is what was crossed through for transseptal. All 10 rf ablations done in the left ventricle (lv).